Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin and wasn't completing the air removal step during the load process. The customer planned to load a new cartridge to resolve the issue and declined troubleshooting further with tandem technical support.